Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h6: component and investigation type. Inspection: the returned item was evaluated. Visual inspection of the cage reveals that it is fractured. Device use and compatibility. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the roi-c anchoring plate could not be fully inserted into the roi-c cage and the plate became loose. The cage then fractured during attempted insertion. The devices were removed and the procedure was completed with the same type of products. There were no reports of patient harm. This is report one of two for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: mc1005t roi-c anchoring plate lot#: 285349/1. D6, d7-device not implanted. The event is confirmed with photographs received. Photographs identified that part of the cage has fractured off at one of the plate interfaces. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00092.

Event description:
It was reported the roi-c anchoring plate could not be fully inserted into the roi-c cage and the plate became loose. The cage then fractured during attempted insertion. The devices were removed and the procedure was completed with the same type of products. There were no reports of patient harm. This is report one of two for this event.